Event description:
It was reported that device fractured occurred. A 135cm mamba flex microcatheter was selected for use in a percutaneous coronary intervention (pci) procedure. During procedure, the device spring coil fractured when the physician was withdrawing a samurai rc guidewire into mamba flex. The fractured spring coil embolized in the vessel. A synergy drug-eluting stent was implanted to trap the fractured spring coil and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
D4: model number: the model number removed. D4: catalog number: the catalog number removed.

Event description:
It was reported that device fractured occurred. A 135cm mamba flex microcatheter was selected for for use in a percutaneous coronary intervention (pci) procedure. During procedure, the device spring coil fractured when the physician was withdrawing a samurai rc guidewire into mamba flex. The fractured spring coil embolized in the vessel. A synergy drug-eluting stent was implanted to trap the fractured spring coil and the procedure was completed. There were no patient complications reported.